Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy greater than 15 units. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue.